Event description:
The maude database was reviewed on (B)(6) 2009 and medwatch report numbers (B)(6) were discovered. This MDR is being filed per baxa corp's procedure to submit an MDR for all medwatch forms submitted. The complaint database was reviewed; customer complaints for these failures were not received by baxa prior to these reports. Complaints were initiated to further investigate these issues. Medwatch (B)(6) description: "filled tpn infusion bag on delivery cart found leaking from split or cut near bag seam. Product has recently changed to a new material/design, now with two leaks in our first month." Medwatch (B)(6) description: "filled tpn infusion bag on delivery cart found leaking from pinhole opening within a fold on the product. Product has recently changed to a new material/design, now with two leaks in our first month."

Manufacturer narrative:
Medwatch report numbers (B)(4) were identified on (B)(6) 2009. The event descriptions for both are very similar and appear to be from the same user facility. The same report date was documented for both. The lot # was not reported for either complaint; therefore, date of MFR and ncmr history could not be reviewed. The maude database reports an injury event type for both and required intervention as pt outcome for both; however, review of event descriptions does not indicate any pt involvement or operator involvement. The event description describes a malfunction only and not an adverse event. Because user facility is unk no f/u can be performed regarding these complaints. No product was returned and no further eval can be performed. A letter dated (B)(6) 2009 was sent for an urgent exactamix bag recall notifying customers not to use bags from specified lots and return them to baxa for credit or replacement product. These reports could be related to the recall but since no lot info is available it is unk.